Manufacturer narrative:
All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. After the event, the enterprise was removed without lost of target site. The microcatheter distal tip was not re-shaped. After the event, other than the reported event, the device was not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter, and the stent remained attached to the delivery system. The aneurysm size was 7.2*7.4. There was no adverse event reported with the event, and the devices will be return for analyses. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the enterprise vrd (B)(4) was positioned at the target site (pcom artery), but could not be released. Then, the device was withdrawn, and changed to another stent. Then, when the second presidio 10 cerecyte microcoil (B)(4) was used to fill the aneurysm, the coil was found stretched. Then, the device was withdrawn, and changed to another one to complete the procedure. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. No resistance/friction was noted between the coil system and microcatheter, and after the event, other coils were place in the aneurysm through the same microcatheter. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and the microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The vrd was attempted to be released by withdrawing the microcatheter and no resistance/friction was noted during insertion or releasing the stent. During the event, the stent was not released past the recaptured point. After the event, the devices were not removed as a unit, and no thrombus or stenosis was noted at the target site that may have prevented complete expansion of the stent. During the attempt to release the device, the stent was not in a side branch, bifurcation, or at an acute angle. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, and a constant and dedicated heparinized saline source was used at all times. After the event, the enterprise was removed without lost of target site. The microcatheter distal tip was not re-shaped. After the event, other than the reported event, the device was not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter, and the stent remained attached to the delivery system. The aneurysm size was 7.2*7.4. There was no adverse event reported with the event, and the devices were discarded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed, however the DHR review indicated that the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taking at this time.

Event description:
During the procedure, the enterprise vrd (enc453712/ 10106608) was positioned at the target site (pcom artery), but could not be released. Then, the device was withdrawn, and changed to another stent. Then, when the second presidio 10 cerecyte microcoil (pc410082930/ g15008) was used to fill the aneurysm, the coil was found stretched. Then, the device was withdrawn, and changed to another one to complete the procedure. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. No resistance/friction was noted between the coil system and microcatheter, and after the event, other coils were place in the aneurysm through the same microcatheter. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and the microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The vrd was attempted to be released by withdrawing the microcatheter and no resistance/friction was noted during insertion or releasing the stent. During the event, the stent was not released past the recaptured point. After the event, the devices were not removed as a unit, and no thrombus or stenosis was noted at the target site that may have prevented complete expansion of the stent. During the attempt to release the device, the stent was not in a side branch, bifurcation, or at an acute angle.